Event description:
It was reported that during a procedure involving the visi pro 035 stent, the stent came off while attempting to advance into the left renal artery, leading to stent dislodgement. The stent was lost and subsequently snared and removed. The procedure experienced a delay of 20 minutes due to the product malfunction. The lesion was located in the proximal section of the renal artery, characterized by minimal tortuosity and calcification, with a 70% stenosis and a lesion length of 10 millimeters. The artery diameter was 5 millimeters. The procedure involved post-dilation, and the stent was safely removed from the patient using snaring. The procedure was completed with ballooning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.